Event description:
On (B)(6), 2012, communication was received from the explanting facility that there is no information available regarding what happened to the lead after explant.

Event description:
This vns patient's generator was returned on (B)(6) 2012 and underwent product analysis. Product analysis was approved on (B)(6) 2012, and the results showed that the generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Tool marks and dents, consistent with those observed from an explant procedure, were noted. The patient's programming history was reviewed. On (B)(6) 2008, after a faulted diagnostic occured, normal mode and systems diagnostics were run and indicated high impedance. The device was disabled in both normal and magnet modes. Attempts for lead return have been unsuccessful to date.

Manufacturer narrative:
Programming history was reviewed. Event date: corrected data: the initial MDR reported the event date as (B)(6) 2011; however, additional information was received indicating that the event date is (B)(6) 2008. This information has been corrected in this report.

Event description:
On 6/19/2012, an implant card was recieved from the patient's (B)(6), 2012 surgery. Impedance values were provided as: 907 ohms and 893 ohms. It is unknown what diagnostic mode these values are from. It is also unknown at what point in the surgery these values were obtained.

Event description:
High impedance and an increase in seizures were reported for this patient in clinic notes dated (B)(6) 2011. The clinic notes stated that the patient continued to have an increase in seizures. The seizures usually occurred in clusters and were characterized as quiet, eyes wide, eye flutter, shaking arms and legs, and irregular breathing patterns. The patient's increased seizure activity occurred in waves: increased for 4-5 days and then 3-4 days with no seizures and then a return to increased seizure activity. The seizures typically occurred in early am and early pm. The patient also had two courses of antibiotics for a upper respiratory infection and "red" throat. The clinic notes also report that the vns was not turned back on at this time, implying that the device was disabled; however, the initial disable date and reason for device disabling are unknown. Attempts for any additional information have been unsuccessful to date. The patient underwent revision surgery on (B)(6) 2012. Attempts for product return are underway.